Event description:
Forwarded from rentals, customer states that this rental unit stopped while on a pt had to be defibrillated. Customer does not known vent settings or what happened. Will send replacement, let rentals know. Rep called back with more details, pt, on following settings: hz 3 power 6.45 delta p 60 map 30 flow 20. In 04/2005 at approx 1654 unit alarmed, rn went into room and it had shut off, pt had to be handbagged and defibrillator. Were able to get hr back and pt placed on another hgov. Told rep that unit would go for checkout and if nothing is found wrong with machine company will attribute it to circuit issue, explained that if there is a loss in pressure then driver will stop. Will follow up with rep customer would like follow up when investigation is complete.